Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose was not impacted. A cause of the past occlusions could not be determined. During troubleshooting with tandem technical support a minimum fill notification was received after 150 units were used to fill the cartridge and a air leak was detected. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed in the logs. In addition, a different issue was also found.